Event description:
A device report from synthes (B)(6) indicated a hospital in (B)(6) reported: the pin broke off from the pommel portion of the device and became lodged within the device. The broken pin was retrieved from the device.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.